Manufacturer narrative:
. The product analysis indicates one opened sample of part number 1884004hr from lot number hg1q8nb was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the distal tip had broken off the inner cutter, which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a cw direction which resulted in the observed break. There was no allegation of a defect prior to use. There were no signs of misuse or mishandling. There was no evidence of concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the shaver head (tip) snapped off during the procedure. A replacement shaver blade was used until the end of the surgical procedure. There was no impact or injury to patient or staff.